Manufacturer narrative:
The insulin pump alarmed error during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk also, unable to perform occlusion test due to a33 error alarm. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer's blood glucose was 148 mg/dl at the time of incident. The customer's blood glucose was 165 mg/dl at the time of call. The customer stated that they pressed the drive support cap while connected to the insulin pump. The customer stated that the insulin pump was bumped. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.